Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite prevue was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed. The touchscreen is unresponsive and the front enclosure has silicone around the touchscreen. The root cause is due to an internal failure within the front enclosure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm -the screen is frozen.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite prevue was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed. The touchscreen is unresponsive and the front enclosure has silicone around the touchscreen. The root cause is due to an internal failure within the front enclosure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm -the screen is frozen.